Manufacturer narrative:
Additional info was received on (B)(6) 2011 in the form of qa results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pyogenic arthritis of right knee [arthritis bacterial]. Swelling [joint swelling]. Joint fluid [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a female pt, initials unk, who experienced swelling after starting synvisc. The pt's medical history is significant for gonarthrosis. The physician reported that the pt received a 2ml injection of synvisc, but did not report the date, location or number of injections. The pt developed swelling (date not provided). The physician assessed the relationship between the event of swelling and the synvisc treatment as definite. The product lot number was not provided. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2011 from the physician which upgraded the case to serious. The pt's age is (B)(6) and her initials are (B)(6). The physician updated the pt's medical history to include resection of articular cartilage in her right knee ((B)(6) 2011) as well as the following concomitant diseases: meniscus injury of right knee and articular cartilage injury of right knee. On (B)(6) 2011, the pt received the first injection of synvisc in her knee (unspecified). On (B)(6) 2011, the pt received the second injection of synvisc in her knee (unspecified). On (B)(6) 2011, the pt received the third and final injection of synvisc in her knee (unspecified). After the final injection, the pt developed swelling in her right knee. The physician reported that joint fluid was aspirated and was found to be bacteria positive by gram stein test. The event was diagnosed as infection, which resulted in the pt's hospitalization to have surgery (unspecified). The physician assessed the relationship between the event and synvisc as possible. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.